Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was a hole in the bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from japanese: "the customer's verbatim report is that a hole was found on the catheter.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received a catheter assembly of a 22g x 1.00in insyte autoguard device from an unknown lot number. A gross visual inspection of the return unit shows a catheter that is attached on the adapter with no sign of use. Per your report, holes were observed on the catheter indicating a potential defect. The returned unit was tested for leakage where no leak was observed. Further microscopic examination displayed a few clumps that could be seen on the catheter. The catheter was dissected in a longitudinal way which revealed that what you may have perceived as holes were clumps of silicone used as lubricant during manufacturing of this device. The reported issue was not confirmed based on evaluation of the returned unit. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that there was a hole in the bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from japanese: "the customer's verbatim report is that a hole was found on the catheter.